Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. The surgeon knowingly implanted an expired tibial base plate. The outcome of the case was successful. The implant expired as of 11/2014, only a month before the surgery.

Manufacturer narrative:
As part of normal complaint f/u, an eval of the event was completed at mako surgical. A supplemental report will be filed when add'l info is obtained.